Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon deflation failure occurred. The 100% stenosed target lesion was located in the non-tortuous and heavily calcified superficial femoral artery. A 4.0mm x 120mm x 150cm, coyote balloon catheter was advanced for dilatation. However, after the initial inflation at nominal pressure for 30 seconds, the balloon could not be deflated. The physician ruptured the balloon, and the device was withdrawn from the vessel by pulling back into the catheter and removing both items together. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon deflation failure occurred. The 100% stenosed target lesion was located in the non-tortuous and heavily calcified superficial femoral artery. A 4.0mm x 120mm x 150cm, coyote balloon catheter was advanced for dilatation. However, after the initial inflation at nominal pressure for 30 seconds, the balloon could not be deflated. The physician ruptured the balloon, and the device was withdrawn from the vessel by pulling back into the catheter and removing both items together. The procedure was completed with another of same device. There were no patient complications nor injuries reported.